Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by an arthrex employee via email that for an ar-8930-11,arthrex quickfix¿ screw, ti, 2 mm x 11 mm, the screws did not twist off after insertion. This was detected during use in a weils osteotomy procedure on (B)(6) 2024 . The procedure was completed successfully as another implant from another company was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically, improper bone preparation the complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.